Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. The patient had received inappropriate anti-tachycardia pacing (atp) during a misdiagnosed episode of supraventricular tachycardia, due to the programmed settings on the device. The atp did not result in any adverse effect on the patient, but did lead to the ventricular tachycardia (vt) timeout being programmed on which resulted in a shock. It was noted that during an ablation previously the device had to be reprogrammed after the original settings had been deleted by the healthcare professional, and when these changes were made the device did not recognize that the competitor lead was a single coil lead. Therefore, when the device attempted to break arrhythmia, all the energy was not used effectively. The patient's arrhythmia normalized on its own after some time. Programming changes were made to address the issue. The patient was in stable condition.